Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was unable to detect the moisture levels, and that the tidal volume could not be detected. The device was in clinical use when the issue occurred. There was no patient or user harm reported. During follow up regarding the reported issue, the responder reported that the customer went with a third-party company to repair the device. The customer did not provide any further details regarding the resolution of the reported issue, and the device was reported to have been returned to service. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.